Manufacturer narrative:
This report is submitted on december 31, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections around the abutment site and was subsequently treated with injectable medications (date and duration not reported).